Event description:
It was reported that the blade broke at the mount during a femoral shaft rotation procedure. It was further reported that the procedure was completed successfully. No adverse consequences were reported.

Manufacturer narrative:
The blade subject to this MDR was returned for eval. Upon visual examination, it was confirmed that the blade was broken at the mount. The blade was measured where possible and critical specifications were met. The manufacturing records were reviewed, no issues were identified which may have contributed to this event. The root cause of this failure is not determined.